Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the rust/corrosion around the objective lens could not be determined, however, the issue was likely the result of component failure as a result of degradation due to repetitive use stress, insufficient cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of a loose vent cover. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, rust around the objective lens was found, likely due to degradation. There was no patient involvement, and no harm was reported as a result of the event.